Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).

Event description:
Treatment of a large unruptured amorphous aneurysm measuring 14mm x 10mm located in the cavernous segment of the right ica (internal carotid artery). The patient's vessels were extremely tortuous. Dual anti-platelet therapy was given. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (5mm x 25mm). During the pipeline deployment, it was reported that the pipeline was not opening in the middle segment due to the tortuous anatomy. A hyperglide balloon was used to achieve full wall apposition (an option presented in the instructions for use, u.s.). Post angiogram showed an eclipse. On (B)(6) 2013, it was reported that the patient is doing well.